Manufacturer narrative:
The complaint received states that the orbit coil had detachment difficulty and leakage at the hub. Procedure was coil embolization of the major aortopulmonary collateral artery (mapca) described as not calcified and mildly tortuous. The physician encountered difficulty in detaching the orbit complex fill 5x15mm coil ((B)(4)) at the green zone, another attempt was made with the red alternative detachment zone but still unable to get the coil to detach. In the meanwhile, leakage of saline was observed at the hub therefore he decided to remove the coil from the patient. The procedure was completed without further difficulties. No patient injury was reported. Prior to use, neither device (coil and syringe-unknown brand, catalog and lot) was damaged. A dedicated saline source was utilized to fill the syringe. No further information was available. There was no report of injury for the patient. The product will not be returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15120998 revealed anomalies during the manufacturing and inspection processes. With the information available and without the product available for analysis the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. It is difficult to draw a clinical conclusion between the device and the event based on the limited information available.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
Procedure was coil embolization of the major aortopulmonary collateral artery (mapca) that was not calcified and mildly tortuous. The physician encountered difficulty in detaching the orbit complex fill 5x15mm coil (637mf0515/ 15120998) at the green zone, another attempt was made with the red alternative detachment zone but still unable to get the coil to detach. In the meanwhile, leakage of saline was observed at the hub therefore he decided to remove the coil from the patient. The procedure was completed without further difficulties. No patient injury was reported. The product will not be returned for analysis. Prior to use, neither device (coil and syringe-unknown brand, catalog and lot) was damaged. A dedicated saline source was utilized to fill the syringe. No further information was available.